Event description:
It was reported that five minutes after inserting the intra-aortic balloon (iab) the arterial pressure became flattened. The customer attempted to disconnected and reconnect the fiber optic cable but this did not resolve the issue. The console was switched out with another but the issue continued. The iab was then replaced with a new one and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Three kinks were observed on the catheter tubing approximately 76.2cm, 75.4cm, and 72.4cm from the iab tip. The optical fiber was found to be broken 68.1cm from the iab tip. The extender tubing was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.